Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter, the pt's cde, reported the pt's blood glucose level was 650 mg/dl and was admitted to the hospital on (B)(6) 2011. Upon admission, the pt experienced the symptom of being 'in an alcoholic state'. The reporter claimed the pt was non-compliant with his insulin pump. The insulin cartridge was empty when he pt arrived at the hospital. The pt reported he changed his basal rates, and afterwards his blood glucose levels became elevated. During the troubleshooting telephone call, the pump bolus history showed, on an unspecified date, at 3:12 am a bolus of 0.99 units of 3.0 units cancelled, at 3:11 am a bolus of 2.99 units of 6.00 units cancelled.